Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) performed additional investigation on site and replaced the personality module surgeon console (pmsc) to resolve the customer reported issue. Isi has received the pmsc involved with this complaint and completed the investigation. Failure analysis found the video images is within specification on both eyes when the part was installed on an in-house system. However, failure analysis investigation found all the dvi connectors on the front were badly damaged.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) has been requested to investigate the reported event; however, the investigation has not been completed at this time. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, an error 48200 displayed and the surgeon lost vision on the right eye of the surgeon side console (ssc). The da vinci procedure reportedly was aborted to another da vinci system. No other information was provided at the time. An isi technical field specialist (tfs) has been dispatched to the site to investigate the reported issue; however, investigation has not been completed at the time of this report. On december 3, 2015, intuitive surgical, inc. (Isi) obtained the following additional information from the reporter: the system was inspected prior to the patient being administered anesthesia. The reported error caused a one hour delay in the planned procedure. The patient was administered anesthesia and ports were already placed. The patient was administered extra anesthesia due to the delay. It was previously noted that the da vinci procedure was aborted; however, the reporter indicated that the surgeon decided to convert the procedure to laparoscopy. There was no report of patient injury or harm.